Manufacturer narrative:
Per the t:slim user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 667 mg/dl. The cause of the high bg was not known; however, it was thought that the pump was not delivering insulin. The customer was admitted to the hospital for the high bg and diabetic ketoacidosis (dka). The customer was treated with insulin, fluids and medication for nausea. The customer was discharged the next day with the high bg/dka resolved. During troubleshooting with tandem technical support (cts), the pump was found to be functioning as expected. The customer agreed with the results. Reportedly, apidra was being used in the cartridge. Cts informed the customer that apidra was not labeled for use with the cartridge.